Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +19.5d) was implanted in the sulcus due to a compromised posterior capsule after removal of a posterior polar cataract. At the postoperative exam, the treating physician noted that the lal was dislocated. On (B)(6) 2025, the lens was explanted and a new lal+ (sn (B)(6), +19.0d) implanted as a replacement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.